Event description:
This complaint is about a revision due to implant breakage. The extension surgery (o-t1) using y-plate was conducted because the patient developed rheumatism and instability of the implants was found after the initial instrumentation for cervical myelopathy. However, the surgeon found through post-op x-rays that the y-plate on the occipital bone had been misaligned and unstable. On (B)(6) 2015, the revision surgery was conducted and the y-plate was replaced with a new one. During surgery, both connection parts for rod on the y-plate were found broken. According to the surgeon, no bending was done for the y-plate and no screw loosening was detected. He requested us to investigate whether there was a defect in the product.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Two (2) mountaineer inner screws [product code: 1883-62-025, lot number: bdh78se and bdh1fvc] were returned to the complaints handling unit (chu) for evaluation. Mountaineer inner screw [product code: 1883-62-025, lot number: bdh78se], the device was viewed under a microscope and it was noted that the threads were distorted. Engineer observed that the leading thread, first thread row that is threaded inside the plate, was pushed upwards. Witness marks indicating that the inner screw made contact with the rod was also noted. Failure code was changed from ¿broken: postoperatively¿ to ¿malformed: distorted¿. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the threads of the mountaineer inner screw [lot number: bdh78se] distortion cannot be positively determined. One probable explanation may likely be that the inner screw was overloaded when tightened onto the rod. The threads carry most of the force exerted onto screw and high forces could have potentially cause the threads to become misshaped and / or distorted. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.